Manufacturer narrative:
The pump gave a button error alarm and had no button response due to corroded keypad traces. Unable to perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart test and all operating current measurements due to no button response. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window through the reservoir tube and cracked on battery tube threads. No moisture damage inside the pump was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he ws kayaking at the lake and the canoe flipped over; the device was exposed to moisture and alarmed button error. The patient's blood glucose at the time of incident was 270 mg/dl. Troubleshooting was initiated for the button error. The device was submerged for 10 to 20 seconds. A constant tone was also occurring. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.